Event description:
The wire buckled proximal to ivus catheter when attempting to remove. Occurred in a moderately calcified rca. Patient was discharged without delay caused by wire issue. Patient did receive additional des due to dissections caused by wire issue.